Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic and noise was noted on the right atrial (ra) lead. This was determined to be myopotentials and was reproducible. The oversensing did not result in any pacing inhibition. No programming changes were made and it was decided that the patient would continue to be monitored. The patient was in stable condition.